Event description:
Distributor reported ventilator failed to cycle with no alarm and displayed all 888s on the front panels.

Manufacturer narrative:
Lab testing: visual inspection of the board reveals several attempted component level repairs on this board. Board was tested in test unit and caused unit to "fail to cycle" and display all 888's. Found ic u37 is bad. Found u76 the 32 mhz oscillator bad. U86 bad. Can not determine what was the initial cause of the failure of the pcb due to the attempted repairs made to the pcb which made the pcb's problems worse.